Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 158mg/dl. It was reported that the pump would be replaced and returned for analysis.